Event description:
Third degree burns [burns third degree]. Case description: this is a spontaneous report from a contactable consumer from thermacare website. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) , via an unspecified route of administration from an unspecified date for an unspecified indication . The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "I used the heating pad for 5 hours and received third degree burns! I have pictures to prove it. I want your company to make it right for causing me even more discomfort and sending me to the hospital". Event was occurred on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "third degree burns" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event "third degree burns" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day (B)(6) and 30-day FDA reportability.

Event description:
Third degree burns [burns third degree]. Narrative: this is a spontaneous report from a contactable consumer from thermacare website. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I used the heating pad for 5 hours and received third degree burns! I have pictures to prove it. I want your company to make it right for causing me even more discomfort and sending me to the hospital". Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number menstrual heat wrap 8 hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received. Follow-up attempts are completed. No further information is expected. Follow-up (16jul2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual heat wrap 8 hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received.